Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the surgeon noticed a tear in the iol on a postoperative visit a few days after surgery. The lens remains implanted currently. New information received from the customer stating the iol was removed on a secondary surgery and a new lens was implanted due to patient seeing streak of light. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic has a stutter scratch and is scratched/marked rejectable in the center of the optic with loose fibers. Two photos were returned and assessed. The first photo appears to show the iol not positioned correctly in the iol case. No conclusion could be determined from the photo. The second photo appears to show an implanted iol. There appears to be two lines over the optic part of the iol. The exact location of the lines cannot be determined. The complainant indicates the use of viscoelastic which is not qualified for use with associated iol/ cartridge combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the alcon instruction of company qualified iol delivery system product combinations and alternative viscoelastics. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).